Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached above 600 mg/dl while wearing the pod between 34 and 48 hours. When removed form the infusion site (arm), the cannula was bent. Symptoms reported include felling unwell, confusion and vomiting. The patient was placed on an intravenous therapy of fluids and insulin. The patient was released the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.